Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) of 54 mg/dl and noted ongoing issues with inaccurate readings from the dexcom g7 continuous glucose monitoring (cgm). After confirming fluctuations throughout the day and inconsistent ilet use, the agent assisted the user in calibrating their cgm and performing a factory reset to switch to freestyle libre 3 plus continuous glucose monitoring (cgm). The agent guided the user through a full setup with new infusion set and cartridge. Bg stabilized and was in range by the end of the call. The lowest blood glucose (bg) recorded was 57 mg/dl. Bg was corrected with two glucose tablets. The user's reported symptoms during the event included lightheadedness. No medical intervention was reported at the time of call.